Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified left anterior descending artery. A 2.75 x 38 mm xience xpedition was deployed without issue. There was no issue removing the balloon from the implanted stent; however, during removal at the left internal mammary artery, there was heavy tortuosity and heavy calcification and the unknown guide wire prolapsed. Excessive force was applied to try to remove the catheter from the guide wire and the shaft separated at the guide wire exit notch. The separated portion was removed by removing the guide wire and the shaft together. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.